Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed excessively for no delivery during basal delivery. The blood glucose reading was 545 mg/dl. The customer treated with a manual injection. The customer had already performed three set changes and was unable to troubleshoot for no delivery alarms. She declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.